Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced no audio output from the receiver and a hypoglycemic event. Patient reported that she went into severe hypoglycemia and the receiver did not alarm to alert her. The patient called the paramedics when she realized she was low and dosed herself with glucose. The paramedics also dosed the patient with glucose and patient did not require a hospital visit. Paramedics left the patient's home after making sure that she was stable and doing well. At the time of contact, the patient was tired but healthy. No additional event or patient information is available. No product or data was returned for evaluation. The reported event of no audio was not confirmed. A root cause could not be determined.